Event description:
It was reported that during advancement against resistance to the mildly tortuous circumflex coronary artery the xience v stent delivery system (sds) shaft kinked at the hub. An attempt was made to straighten the shaft and the sds was pushed to advance. The shaft separated at the hub. The detached portion of the delivery catheter was manually removed without difficulty and another stent was implanted in the lesion. There was no adverse patient effect or clinically significant delay in procedure or therapy. The physician stated his hands may not have been in correct spot while advancing the device resulting in the damage rather than a device malfunction. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The patient anatomy was mildly tortuous which likely contributed to the reported difficulties. It was reported that the sds was advanced as resistance was encountered and the shaft kinked. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Additionally, it was reported the shaft was attempted to be straightened at the kink location and then re-advanced, resulting in the shaft separating. The IFU states: carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no similar incidents reported for kinks or shaft separations. All products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity.